Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that after the software was upgraded in this programmer, the field representative attempted to use the printer function. The device then started to emit smoke and there was a burning smell noted. This programmer will be returned. No adverse patient or user effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue, as the unit was unable to be powered on. Technicians identified an internal board component malfunction. This part was replaced, resolving all issues. A visual inspection noted a cracked display cover. The touchscreen was preventively exchanged. Following repair of the unit, this programmer operated as expected.

Event description:
Subsequently, the unit was returned and analysis conducted.

Manufacturer narrative:
As of today, this programmer has not been received at our post market quality assurance laboratory. Without a returned product, no further investigation can be conducted and our investigation is complete. This investigation will be updated should further information be provided.